Event description:
In 2016, the recipient reportedly underwent a skin flap thinning procedure. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2016, the recipient underwent a skin flap thinning procedure. A hematoma developed and was aspirated on (B)(6) 2016. The recipient had post-operative appointments on (B)(6) 2016 and (B)(6) 2016 that revealed resolution of swelling and no further complications. This is the final report.